Manufacturer narrative:
A lot number or product was not provided by the reporter therefore unable to proceed with lot check/batch retain testing.

Event description:
Bottom part of the dual clean brushhead came apart (device breakage). No adverse effect. Case description: a consumer reported that he used an oral-b 3d white professional healthy clean toothbrush with an oral-b dual clean brushheads (replacement brushes eb417 3 count) and on (B)(6) 2014, after about two weeks of normal use, the bottom part of the dual clean brush head came apart (the bristle part). The consumer reported plastic holding the bottom bristles had a sharp piece when separated from the brush head. No symptoms developed.